Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm had occurred. The customer changed the pump supplies and resumed insulin delivery. Blood glucose level could not be recalled. As the supplies had been changed, a cause of the occlusion could not be determined.